Event description:
Per complaint# (B)(4) complainant reported that install tool could not be removed after install. Tool would not come out of implant. Clinician removed the implant on the same visit.